Event description:
The customer obtained falsely depressed potassium (k) results on two patient samples on the dimension exl 200 instrument with serial number (B)(4) and reported the results to the physician(s). The customer used the same patient samples to perform repeat testing on an alternate dimension exl 200 instrument. The repeat results were higher and considered to be correct. The customer issued corrected reports to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely depressed potassium (k) results.

Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) to provide test data and informed siemens that patient samples are centrifuged for 5 minutes at 4500 revolutions per minute. Siemens reviewed instrument data and noted that quality control (qc) recovered within range. A siemens customer service (cse) was dispatched to the customer site. The cse performed troubleshooting on the dimension exl 200 instrument and observed one pin in the integrated multisensor technology (imt) tower was not contacting the sensor. The cse performed services, including replacing the imt tower, imt sample port, imt sensor, and sample tip. The cse noted that a precision test was performed with the quiklyte® integrated multisensor method (sodium (na+), potassium (k+), chloride (cl-)) and fifty (50) patient samples, and the results were acceptable. The cse noted good precision for all tests, and the issue was resolved. The system is performing according to specifications. No further evaluation of this device is required.